Event description:
It was reported that the patient experienced unspecified issues with an inflatable penile prosthesis (ipp). The ipp cylinder, pump, and reservoir was explanted and a new ipp cylinder, pump, and reservoir was implanted. Further information has been requested and not yet received. Should additional relevant details become available or the product was returned, a supplemental report will be submitted upon completion of product analysis. Additional information was reported that the device had inflation issues.

Manufacturer narrative:
Additional product component: model number/catalog number: 72404155, serial number: null, batch/lot number: (B)(4), model/catalog description: reservoir 65ml pc/iz.

Event description:
It was reported that the patient experienced unspecified issues with an inflatable penile prosthesis (ipp). The ipp cylinder, pump, and reservoir was explanted and a new ipp cylinder, pump, and reservoir was implanted. Further information has been requested and not yet received. Should additional relevant details become available or the product was returned, a supplemental report will be submitted upon completion of product analysis. Additional information was reported that the device had inflation issues.

Manufacturer narrative:
Analysis: cylinder analysis: inflation issues were reported. The ams700 device was visually inspected and functionally tested. There was a leak in one cylinder that was the result of wear at the corner of a fold. The other cylinder also had a leak that was the result of wear at the corner of a fold. The pump was not functionally tested due to the cylinder leak.the product record review revealed no additional information related to the complaint so an overall investigation conclusion code of no problem detected was chosen as the reported device problem cannot be confirmed. The reported allegation(s) could not be confirmed. The event cannot be reproduced or substantiated; therefore, no escalation to ncep, CAPA, or scar is required. Reservoir analysis: the ams700 reservoir was visually inspected and functionally tested. No leak was found. It performed within specifications. The product record review revealed no additional information related to the complaint so an overall investigation conclusion code of no problem detected was chosen as the reported device problem cannot be confirmed. The reported allegation(s) could not be confirmed. The event cannot be reproduced or substantiated; therefore, no escalation to ncep, CAPA, or scar is required. Additional information: additional product component: model number/catalog number 72404155. Serial number: null; batch/lot number 712731010; model/catalog description reservoir 65ml pc/iz.

Manufacturer narrative:
Additional product component: model number/catalog number: 72404155; serial number: null; batch/lot number 712731010; model/catalog description: reservoir 65ml pc/iz.

Event description:
It was reported that the patient experienced unspecified issues with an inflatable penile prosthesis (ipp). The ipp cylinder, pump, and reservoir was explanted and a new ipp cylinder, pump, and reservoir was implanted. Further information has been requested and not yet received. Should additional relevant details become available or the product was returned, a supplemental report will be submitted upon completion of product analysis.